Manufacturer narrative:
(B)(4). Date sent: 10/27/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: is the megadyne pad currently being used in the facility. -yes. If no, why not? What is the severity of the burn? (Please see degrees of burns below and choose one) - second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful.. What medical intervention was used to treat the burn? (Such as salve or stitches) -in hospital treatment. Besides the burn, did the patient experience any adverse consequence due to the issue? -no side effect. Are there any anticipated long-term effects from the burn or injury? Unknown. What is the current status of the patient? -recovering. How was the patient positioned? Unknown. How was the room set up to include patient set up and where was the pad in relation to the patient? -the patient was lying on his back on the pad. Was the pad rinsed and let dry before it on this surgical procedure? --yes. How was pad cleaned? -in use with the vinyl over the pad. Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why?- no. They thought it might be chemical burn. They want to know route cause. Was patient directly on the pad or was there a layer between the pad and patient. - vinyl and linen sheets, patient clothes under 1cm. Were the chemicals identified in the event description on the affected area? -no. What chemicals are used to clean the pad and is the pad rinsed after cleaning? Unknown. In the additional information it states: ¿what medical intervention was used to treat the burn? (Such as salve or stitches) -in hospital treatment¿. Please explain a little more, what was done in the hospital treatment? Sales rep responded- it is difficult for us to ascertain up to this point of treatment. Access to the operating room is difficult due to c19. However, it is a situation that the hospital has received mention that it has been identified as a chemical burn.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No serial number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the megadyne pad currently being used in the facility. If no, why not? What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn? (Such as salve or stitches) besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? How was the patient positioned? How was the room set up to include patient set up and where was the pad in relation to the patient? Was the pad rinsed and let dry before it on this surgical procedure? How was pad cleaned? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? Will the device be returned for analysis? Please confirm this is a chemical burn as requested? Was patient directly on the pad or was there a layer between the pad and patient. Were the chemicals identified in the event description on the affected area? What chemicals are used to clean the pad and is the pad rinsed after cleaning? Photo was provided for review by ethicon medical safety officer. Following are their observations: a single photo of baby buttock is available for evaluation. A strip line of burn injury is visible in each side of butt extending from top of intergluteal cleft to halfway down of buttock. The strip skin shows swelling and slightly dark red but dry. No obvious blister is seen. Each butt also has a patch spot of redness medial to the strip burn injury. The appearance of the burn injury meets the description of first to second degree burn. It is of note that compared to adjacent leg skin color, most buttock skin color appears light brown. This may represent residual chemical stain, rather than any burn.

Event description:
It was reported that during a herniorraphy the patient suffered a chemical burn after procedure with 0845(megasoft). Generator: olympus esg-400. Pencil: conmed. Power: 10 w(cut) / 8 w (coagulation). Skin prep: ethanol + chlorhexidine gluconate 2%.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2021.